Event description:
It was reported that, during preventative maintenance testing, a pump constantly alarmed for an upstream occlusion when no occlusion was present (fluid, programmed amount and deliver ate are unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Baxter's evaluation is in progress. When complete, a supplemental report will be submitted.